Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge resection in a laparoscopic upper left lobectomy procedure, the surgeon tried to transect the tissue, but squeezing of the handle was hard. The firing stopped in the middle and the device was not able to fire after that. In the middle, the handle broke with ¿pop¿ sound feedback. Another device was used but the same issue happened. There was an incomplete staple line in proximal area which was fixed with double stapling. The ¿saw tooth¿ of the stapler body also broke off. They used additional handle and reload and fired very slowly and carefully to complete the case. There was no patient injury.